Manufacturer narrative:
On 04/09/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 04/24/2019, mentor completed the investigation on the suspect medical device. It was not possible to perform a proper product investigation since the device was not returned. Nonetheless, the customer provided a photo of the actual cannula involved in the complaint. Based on the photo, the tip of the cannula is totally broken and fully separated. The complaint was confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the tip of a sattler 3mm x 23cm luer lock cannula broke off. The event did not cause injury to a patient or user. There was no patient consequence.